Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that after crossing the lesion, while the otw voyager was inflated to 12 atm, the balloon burst in the distal edge and a dissection of the vessel was observed. The procedure was completed using another company's balloon and a xience v stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and fluid visible in the inflation lumen and in the balloon. The balloon had loose folds. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator filled with water, was used to pressurize the balloon to 14 atm and there was no fluid advancing into the catheter. It was left pressurized for 10 minutes. There was fluid leaking from a pinhole in the distal end of the balloon 1 mm proximal to the distal marker band. There were scratches on the balloon proximal to the pinhole. Product performance engineering (ppe) determined that factors that can contribute to balloon rupture may include, but are not limited to, balloon damage during manufacturing, patient anatomy, lesion calcification, lesion tortuosity, interaction with other devices, or insufficient preparation. Analysis of the returned device revealed blood in the inflation lumen and balloon, suggesting a balloon rupture. The device was pressurized for 10 minutes and fluid was observed leaking from a pinhole in the distal end of the balloon proximal to the distal marker band, which confirms the balloon rupture. There were scratches on the balloon proximal to the pinhole. Scratches located near the pinhole suggest that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt led to the balloon rupture. The scratches could have been a result of manufacturing, handling, interactions with patient anatomy or other devices. Dissection is a potential patient effect of coronary dilatation procedure and is listed in the otw voyager risk assessment and the device instructions for use. Based on the incident information and analysis results of the returned device, a definite root cause for the balloon rupture could not be determined, but it may be related to circumstances during the procedure. The lot history record for this product was reviewed and there are no non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.